Event description:
The pt had the port implanted 4 years ago. The pt presented to the facility for a replacment of the portacath due to malfunction. There were no signs of infection upon presentation to the facility. However, the port was very visable, as patient was thin, and the site was slightly tender. The suture could be visualized trying to come through the skin. Upon removal, it was noted that there was dislodgement of the catheter at the hub. The device was replaced without complications.